Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed all functional testing. It was noted that the lower case was broken, both bail covers were broken, the ring cover was contaminated and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was an intermittent error at power up. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.